Manufacturer narrative:
Initial

Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating glucose levels with a high of 349 followed by a low of 55, after aggressive correction dosing and a smaller-than-usual dinner announcement; an earlier episode involved ems being called without hospital transport, and treatment for lows included oral glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem, and no device component issues were identified, with no specific findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.